Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an infusion set leakage event on (B)(6) 2024 at cartridge/adaptor and luer connection. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6001101 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 8 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 7 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted esulting in the following: the lot 6001101 was manufactured according to the documen version 43 on the packing process on the multivac 07, on 21/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question this is not related with the issue described, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure. .

Event description:
To date no additional patient or event details have been received.